Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient stated they had their pump filled on (B)(6) for the first time and they have been experiencing weak legs which they didn't have before. Additional information received from the patient reported that since implant they had not been having good therapy relief. Their weakness in the legs was determined to be caused by the pump medication as 3-4 weeks ago the dose was increased but then lowered which resolved the symptom. At their last appointment the patient was put under fluoroscopy to try to see the end of the catheter but the healthcare provider (hcp) couldn't get a good picture. The hcp suspected a granuloma and that was the reason for the magnetic resonance imaging (MRI). The pump was due to be refilled but the patient didn't want to see the hcp until the results of the MRI. There was another MRI scheduled for (B)(6) 2024 to see the results. They were redirected to hcp to discuss next steps.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.